Event description:
In 2007, the company received a report where it was claimed that during routine replacement of the inner cannula, the 15mm connector separated from the tube. The caller stated that replacement of the tube isolated the problem.